Event description:
The customer reported that the unit would not power up and the on/off light just flashes. The device was not in use on a patient at the time of the reported event. The manufacturer's service technician confirmed the unit would not power on from battery or ac mains power, and the standby led would flash orange. The service technician replaced the power management pcba and motor controller pcba to address the findings. The service technician completed final testing and tests passed. Review of the device diagnostic log history noted a shut down of the unit and failure to successfully restart into ventilation. Upon loss of power, a power fail alarm will activate and alternative ventilation should be provided.